Manufacturer narrative:
(B)(4) physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will only power on intermittently when the on/off button is pressed. The customer advised that when the issue is observed, the on/off button is pressed and the lid will open but there were no voice prompts indicating that the unit had powered on. As a result, defibrillation may be delayed or unavailable if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device will only power on intermittently when the on/off button is pressed. The customer advised that when the issue is observed, the on/off button is pressed and the lid will open but there were no voice prompts indicating that the unit had powered on. As a result, defibrillation may be delayed or unavailable if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to rust on the dome of the on/off charge-pak flex switch causing the switch to be intermittent/hard to activate. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device will only power on intermittently when the on/off button is pressed. The customer advised that when the issue is observed, the on/off button is pressed and the lid will open but there were no voice prompts indicating that the unit had powered on. As a result, defibrillation may be delayed or unavailable if it were necessary. There was no patient use associated with the reported event.